Event description:
The customer reported a loss of patient image data. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5 vdc power supply was inspected. Upon review of the system log files it was determined that the user inadvertently overwrote wanted patient image data in the course of conducting the procedure. The system was tested and found to be working as intended and put back into service.